Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 47 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Bg was treated prior to the ER visit by customer via consumption of carbohydrates. Customer did not receive additional treatment at the ER; only a blood draw was performed. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.